Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter sheath detachment occurred. An opticross¿ 6 imaging catheter was selected to perform an intravascular ultrasound (ivus). After prepping the ivus catheter, the catheter was basically pulled apart when removing from the packaging hoop. The inner portion with a transducer on it was pulled out of the outer catheter, leaving the outer portion of the catheter in the hoop. The procedure was completed with a different device. No patient complications were reported.